Event description:
Customer reported that pump unexpectedly displayed reset screen, but there was no need to plug it into a power source to turn it back on. Blood glucose level did not exceed 500 mg/dl, indicating it remained within safe range. Technical support informed customer that pump's reset was a safety feature and ensured proper functionality. They educated customer on necessary steps after a reset, such as restarting cgm sessions and reloading cartridges. Customer understood instructions and successfully resumed insulin use. No additional information was received regarding the outcome of the event.